Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited episodes of noise. The noise was likely due to poor device-tissue contact. Additionally, the device exhibited episode of undersensing. Due to noise it was unclear of the undersensing were true or not. The patient experienced dyspnea during these times. Programming changes were suggested. No further information was received. Patient was stable.